Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown. Item #: unknown unknown stem lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01214 head. 0001822565 - 2020 - 01222 stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip arthroplasty. Sixteen years later, the patient developed high cobalt ion levels, left hand tremor and high frequency hearing loss. Attempts have been made and no further information has been provided.